Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference#: (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017, the patient returned to the hospital for her post-operative follow up and was experiencing "pain, tenderness and vaginal odor". The patient was afebrile. The physician did not order any cultures. The physician diagnosed the patient with "hemometra in uterus". The patient was admitted into the hospital and the physician "drained out the collection that was in the uterus". The patient received antibiotics and was discharged on (B)(6) 2017. On (B)(6) 2017, it was reported the patient is "fine".